Event description:
It was reported that during the insertion of the crystalens (at52ao) into the pt's right eye, the surgeon noticed the lens haptic had broken off. The lens was removed and replaced with a back up lens. While the doctor was cutting up the damaged iol to remove the lens from the pt's eye, the capsule tore slightly. The ci-28b delivery device, discovisc viscoelastic and alcon bss were used during the surgery. The surgeon reported that in his opinion the most likely cause of the iol damage was due to loading error. The pt's current prognosis and treatment were reported as: vision is stable, iol in place, yag performed in the right eye. Ref MDR #: 2031924-2012-00066 for the delivery devices used during the event.

Manufacturer narrative:
According to the info received from the customer, the most likely cause of the reported event was loading error. Only a portion of the optic was returned to b+l. Dimensional measurements could not be performed due to the returned condition of the lens. In addition, a retain sample from the same lot number was dimensionally inspected and all measurements were within specs. The device history records were reviewed and there were no discrepancies or unusual finding that related to the reported issue. Based on the current info, the specific root cause of the event cannot be determined.